Event description:
It was reported that there was inadequate iodine in the sponges of the minicaps. The home patient (hp) noticed that the color of the iodine in seven minicaps was lighter than usually (light orange instead of orange). All the minicaps were from the same box, they were stored in room temperature and the packaging was intact prior to opening. There were no defects noticed on the minicaps and the hp did not use the minicaps with the reported issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 5 of 7.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 24, 2014 to january 28, 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was performed for lot number gd896308 with no issues noted during the manufacturing process related to the reported event. There were no deviations from standard procedure and no exceptions noted, related to the reported condition. Same patient as (B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.